Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on (B)(6) 2011. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
Additional information received on march 05, 2015 stated that the patient experienced yeast infections, bladder infections, dyspareunia, problems with flow during urination, and other problems.